Event description:
It was reported that the patient underwent acdf c3-4, c4-5, c5-6 on (B)(6) 2006 using rhbmp-2/acs in peek cages. In (B)(6) 2006, the patient was diagnosed with ectopic bone growth that caused severe pain in the arms and at the surgical site. Patient underwent a surgery on (B)(6) 2012 to remove the excess bone growth impinging on the spinal canal. The patient reportedly suffered injuries and damages, including but not limited to, post-operative swelling, ectopic bone growth, an inflammatory reaction to the bmp, chronic pain, additional surgeries.

Event description:
It was reported that on (B)(6) 2006, the patient presented with cervical myelo-radiculopathy and underwent the following procedures: c3-4, c4-5 and c5-6 anterior cervical discectomy. Peek with rhbmp-2 implant, three levels. Anterior cervical plating using 60 mm plate with eight 14 mm cortical cancellous screws. Operating scope. Somatosensory evoked potential and electromyogram monitoring. As per op-notes, "a 7 mm peek implant with rhbmp-2 was tamponed into place, c3-4, c4-5, c5-6 levels." No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.